Event description:
The dealer reported that one brake on the (B)(4) wheelchair in question locked up and would not release. It was also noted that the dealer removed the brake to allow the chair to function.